Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Troubleshooting was performed and the occlusion was found to be within the cartridge. Reportedly, a cartridge change was performed to address the occlusion. Customer's blood glucose level was 600 mg/dl and a correction bolus was delivered to correct.